Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Bleeding is a known potential complication associated with all patients implanted with vads. The instructions for use (IFU) and patient manual addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines). The IFU provides the user material which communicates how to potentially mitigate the occurrence and severity of bleeds via management of anticoagulants and anti-platelet drugs. The IFU also addresses guidelines for optimal patient management including having adequate and stable preload available. The device remains implanted in the patient and is thus not available for return to the manufacturer. With review of the available information no evidence to indicate any device malfunctions or performance issues of the device that would impact the reported event. Clinical factors that may have contributed to the reported event include the patient's therapeutic use of anticoagulant and antiplatelet medications and his recent history of gastro-intestinal bleeding at the same site. Though the root cause of the reported event cannot be conclusively determined there are patient and pharmacological factors that may have contributed to this event. Heartware will submit a supplemental report if new facts arises which materially alters information submitted in a previous MDR report.

Event description:
A report was received from the clinical database that a patient presented to the emergency room with complaints of dizziness, shortness of breath with exertion and dark black stools over the last two days.  The patient denied having experienced any hvad alarms.  When admitted on (B)(6) 2016, the patient was noted to be anemic with a therapeutic international normalized ratio (inr).  At the time of the event, that patient had been taking his prescribed coumadin and aspirin.  The patient was admitted, his coumadin and aspirin held and he was treated with the transfusion of two units of packed cells.  The next day, the patient underwent an esophagogastroduodenoscopy (egd) with a pediatric colonoscope which revealed active bleeding in the proximal jejunum angiodysplasias.  He was further treated with argon plasma coagulation and the placement of a hemoclip.  The patient's coumadin was re-started on (B)(6) 2016 and he was discharged home the next day.  The event is reported to have been resolved on (B)(6) 2016.  The primary investigator reported that the event was possibly related to the hvad system and unrelated to the hvad procedure or the patient's condition.